Event description:
After successfully crossing a severely calcified tortuous lesion in the proximal rca, the cypher sds could not be inflated. The physician then replaced the indeflator, but found that the cypher hub was cracked while connecting this new inflation device. The complaint product was removed from the pt, and a new cypher was used to successfully complete the procedure. There was no report of pt injury.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is available for eval and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.